Manufacturer narrative:
This MDR report is part of the (B)(6) program, exemption number e2015055. Three reported devices were received for evaluation; 3 events were confirmed during testing. Evaluation found the devices were affected by corrosion. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. For one event, there was no patient involvement; no patient impact. For one event, there was unknown patient involvement; unknown patient impact. For one event, there was patient involvement; no patient impact.